Event description:
It was reported via repair work order that the cot cannot be retracted or lowered fully. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.